Manufacturer narrative:
Initial.

Event description:
It was reported that the top portion of the ilet touchscreen became unresponsive despite multiple restarts, with no visible cracks, and the user will provide a video; the issue aligns with a device problem of unresponsive keys/buttons and involves the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen that manifested as unresponsive input behavior. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.